Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cervical spinal fusion, the probe being used was bent. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: device lot number now provided.

Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
The suspect pedicle probe was returned to the manufacturer for evaluation. Testing found that the probe had a bent tip that resulted in a high divot error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.